Event description:
A patient underwent a hiatal hernia repair procedure followed by a tif procedure. No issues were noted during the tif procedure nor during the post-tif egd. On (B)(6) 2021, the patient returned to the medical facility and was diagnosed with an esophageal perforation. A chest tube was placed, and the patient was intubated for transfer to the (B)(6) hospital. The patient became hypotensive and pressors were administered sometime after leaving the medical facility where the hiatal hernia procedure and tif procedure had been performed. The physician noted the patient had a more robust vasculature around the esophagus than normal, and it was necessary to divide vessels during the hiatal hernia procedure which may have led to ischemia or thermal injury of the distal esophagus. The physician also noted a coughing episode post-procedures that may have led to damage to the ischemic tissue. On (B)(6) 2021, the patient passed away.

Manufacturer narrative:
This is being reported as there is a reported adverse event (esophageal perforation) and a patient death following a hiatal hernia repair followed by a tif procedure. To date, no definitive evidence has been provided to egs to indicate the esophyx device and/or the tif procedure directly caused or contributed to the reported esophageal perforation and subsequent patient death. While the device was discarded at the medical facility by the hospital staff and is unavailable for return to endogastric solutions (egs), egs has reviewed all information provided to egs by the physician. Based on the manufacturer's review of the information provided, including the physician's statements. The esophyx device does not appear to have directly caused the esophageal perforation or the patient's death. The physician stated the esophyx device and/or tif procedure may have been one of many contributing factors (i.e., the hiatal hernia repair, vessel division, and possible ischemia or patient's overall state of health) to the reported esophageal perforation and/or patient death. Based on the available information received by egs, the cause of the reported perforation and subsequent patient death could not be conclusively determined. It cannot be conclusively determined if the hiatal hernia repair procedure, tif procedure, a combination of both procedures, or subsequent medical intervention at either of the medical facilities or the patient's overall state of health caused or contributed to this adverse event.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2399, and 1942. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111.